Event description:
It was reported the customer was having issues with sensor glucose versus blood glucose. The differences between both have been over 100 mg/dl. Customer tried to do sensor restart and calibration and the issue persisted. Customer only experienced this issue with this specific lot number. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.